Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that there was a low impedance lead warning on the right ventricular (rv) lead. The lead interrogated low impedance during measurement. The lead remains in use and with more frequent monitoring. No patient complications have been reported as a result of this event.

Event description:
The lead was capped and a new lead was implanted.